Manufacturer narrative:
Date rec¿d by MFR : 15nov2019, date of report : 20nov2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the external battery and power supply and the issue was resolved. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15nov2019. Date of report: 03dec2019. During the manufacturer's field service engineer (fse) evaluation of the unit, the fse also noted that the unit did not show the battery charging light emitting diode (led) when the unit was powered on. The fse concluded that there was an issue with the power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27feb2020. B4: 27feb2020. The power supply was returned for failure analysis. The power supply revealed no signs of damage or contamination. During testing, it was determined that there was a failure of the c56 component which prevented the unit from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/31//2019.

Event description:
It was reported that the unit had a power supply issue when switched to battery power which resulted in the unit shutting down. There was no patient involvement.